Manufacturer narrative:
Evaluation results: failure to follow instructions (lesion not pre-dilated). Patients condition affected effectiveness of device (severe tortuosity, 85% stenosis). (No results available since no evaluation performed) - device or procedural images not provided for review. Device not returned for evaluation. Evaluation conclusion: failure to follow instructions (lesion not pre-dilated). Device failure/lack of effectiveness related to patient condition (severe tortuosity, 85% stenosis). Unable to confirm complaint (device or procedural images not provided for review). (B)(4).

Event description:
An assurant cobalt peripheral stent was being used to treat the external iliac artery. The lesion was 85% stenosed with severe tortuosity and no calcification. The device was inspected prior to use with no issue. Pre-dilatation was not performed. Negative prep was not performed. It is reported that during the deployment the stent only partially deployed in the lesion. The stent was removed back into the guide and another stent ((B)(4)) was used to complete the procedure. There was no evidence of a leak. The patient is reported to be good post procedure.